Manufacturer narrative:
As reported, the patient developed erythema reaction following use of the arista ah. Additional information has been requested. Based on the limited information provided to date, we are unable to determine to what extent, if any, the arista ah may have caused or contributed to the alleged postoperative complications. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Note, the date of event provided is based on a best estimate on the date of awareness of the reported event. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, it is alleged that after using arista ah, 3g, the next day the patient developed red erythema reaction and then it settled. It was reported that the red erythema was possibly caused by arista ah.